Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. During outpatient follow-up on april, the event was reviewed and inappropriate shock delivery due to noise was confirmed. Programming changes is planned at the next follow-up visit. Currently, this product remains in service and no additional adverse patient effects were reported.